Manufacturer narrative:
(B)(4). Device evaluation:the reported problem of "failure code 38" was confirmed during device evaluation. The cause was due to both force resisting sensors were defective which were replaced to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. The event was reported to have occurred upon power up in the pediatrics area. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.